Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the thermogard tgxp displayed mid 14 (bg power supply) error message. It was also reported that after the patient's target temperature was reached, the air trap alarm went off and the saline bag was almost empty. No fluid was found on the floor and therefore, the hospital believes there was a leak in the catheter. No patient sequelae were reported. No additional information was provided. Later that evening, the hospital biomed called zoll requesting help to test and set up the thermogard console. It was found that the console was running fine. The biomed believes that mid14 error message observed during treatment was from a previous night power outage at the hospital.

Manufacturer narrative:
Correction: an icy catheter lot number 58643 was returned to zoll for evaluation, not a quattro catheter.

Manufacturer narrative:
A quattro catheter was returned to zoll (B)(4) for evaluation. A visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. The returned catheter was connected to a pressurized inflation device. The device was pressurize up to 100psi, and a leak path was identified at the bond near proximal end of the medial balloon. Evaluation of the returned devices confirmed the customer reported issue as a quattro catheter leaked at the bonding near proximal end of the distal balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. There was no patient injury or death attributable to the catheter.